Event description:
This case was reported by a consumer via a legal complaint and described the occurrence of vision loss in a (B)(6) female patient who used gsk denture adhesive (formulation unknown) (corega). A physician or other health care professional has not verified this report. On an unknown date, the patient began using gsk denture adhesive (formulation unknown) (unknown). At an unknown time after starting gsk denture adhesive (formulation unknown), the patient experienced vision loss, scaly skin, hair loss, lip swelling, bruising of leg, lumps on body and muscle pain. She also reported nasal drug expulsion. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unknown. The manufacturer's report number for this case is 9681138-2013-00015. Corega is manufactured in (B)(4), and marketed as super poligrip in the united states. Neither the lot number nor the product was available. (B)(4).